Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia of 400 and 50 mg/dl. The customer did not provide the symptoms regarding high and low blood glucose. The customer was treat for low with some orange juice and for the high blood glucose she did not remember. The insulin pump was not returned for analysis.